Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the display screen that affects ability to read the screen. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump rejects new batteries and gave alerts that battery was low way before it actually gone low, does not always accept calibration, and had received skewed readings. The device will not be returned for analysis.